Event description:
Customer reports blood glucose result of 89 mg/dl taken on the advantage system on a diaphoretic pt; re-tested the pt on the same device with the same result. Re-tested immediately on pt's unk device with result of 14 mg/dl; test was repeated with pt's device a second time and result was 20 mg/dl. Pt was treated with an ampoule of d50 based on pt's meter result. Requested return of suspect device, however test strips are no longer available; replacement was sent.

Manufacturer narrative:
Two incidents were reported by the customer using the same suspect device.